Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch on down arrow button. It was unable to test for history anomaly or perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. No sound or sticking noted during button pressing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the act button makes a sticking sound when pressed and a popping sound when it comes up after being released. Blood glucose value was 150 mg/dl. The customer also reported that the insulin pump has a bolus history anomaly. The customer stated that the device would show that insulin is delivering but it will not display in the history. Troubleshooting was performed. The device was returned for analysis.